Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. During troubleshooting with tandem technical support (tts), it was discovered that the customer was overfilling the cartridge. Tts educated the customer on proper load procedures. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.